Manufacturer narrative:
(B)(4). Batch # u5cn7e. (B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap. Gastric bypass procedure, during the 4th firing, whilst creating the gastro jejunostomy, when the ec45a was with a ecr45b with closed jaws with one side inside the jejunum to lift it up towards the stomach to create the gastrojejunostomy the stapler refused to open. The knife reverse button was used and after a while the surgeon managed to get the device open. Tried again to close and open again outside the patient, what functioned as intended. Again tried inside the patient to follow routine step to create the gj but again the same issue happened; device refused to open. After again reverse button and managing to get the device open, a new ec45a was taken. A new ec45a was taken. No patient consequence reported.